Manufacturer narrative:
Examination of the submitted device confirmed the brackets are delaminating. The instrument cases lot codes indicate manufactured dates of 2008 through 2010. A search of the complaint database found additional reports of bracket delamination for sigma hp instrument cases. Previous investigation did not conclusively determine the root cause, although it is the supplier manufacturing process related. Details of this issue have been documented through pra / hhe ((B)(4)) and CAPA (B)(4). Monitor through trend analysis via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic that coats the inner instrument holders is peeling.